Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that: DHR review for: part 309.068 lot 2057760; manufacturing location: (B)(4); manufacturing date: 17.apr.2003. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a competitor's hardware removal and revision to plate and screws with bone grafting from the tibial canal on (B)(6) 2016. A broken screw removal reamer tip sheared off as it went over a broken competitor's hydroxyapatite-coated shanz pin that was being removed. The original procedure date is unknown. All fragments were removed from the patient and the schanz pin was successfully removed. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: hollow reamer (part #309.065, lot #unknown, quantity 1), unknown quick connect (part #unknown, lot #unknown, quantity 1), synthes powerline drill (part #unknown, lot #unknown, quantity 1). This complaint involves one device.